Event description:
The pt fell and immediately after the fall she lost therapeutic effect. Aspiration through the side port was possible. During explantation of the pump, the catheter did not show any signs of occlusion. The physician tested the pump by performing a bolus and a drop came out of the pump connector; however, the physician replaced the pump and catheter. The pt was reported to be doing fine after the replacement . The pump was used to deliver baclofen.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found - normal device function.